Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4 of the initial mw. The manufacturer day should be nov 7. 2017. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon (error code e224 )was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. In addition, it is likely that e222 occurred due to damage to the rx module corruption. The cause of the faulty rx module could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, error code e222 was displayed due to a chipped module. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during reprocessing, the visera 4k uhd camera control unit exhibited communication error e224. There was no harm or user injury reported due to the event.